Manufacturer narrative:
This report is a response to uf report # (B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt attempted to retrieve the device, but the device was not available. We could not obtain the lot number or the actual device, so no evaluation was completed and the complaint could not be confirmed. We have assigned complaint number (B)(4) to this report.

Event description:
The patient had a g-tube placed in or and three days later it was found to be defective/dislodged. The patient was brought back to the or and had a new g-tube placed. Upon inspection, the first g-tube balloon appeared to be defective; when filled with normal saline, it leaked. The patient did not sustain any harm.